Event description:
The patient reported she has had elevated blood glucose readings of 397 to 520 mg/dl since noon. She stated she felt tired, thirsty and experienced frequent urination. She said she treated her blood glucose levels by changing her insulin, cartridge, insulin infusion set, and site and giving herself a bolus through her insulin infusion device. She stated her readings are coming down and are currently at 363 mg/dl. To troubleshoot, the patient was instructed to disconnect from her infusion device and run a bolus through the infusion set tubing which went through without error. Troubleshooting did not find any product issues. The patient stated she has had a change in her medications along with increased distress and pain due to the change. Attempts to contact the patient for follow-up were unsuccessful. The patient did not require assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.